Event description:
Aortic cannula appeared to have experienced a color change, this was noticed after termination of bypass. The bypass run in question was lengthy, perhaps this contributed to the witnessed effect.